Manufacturer narrative:
Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported from the submitted log files that the patient had no external power alarms on (B)(6) 2019. The patient reported dropped the batteries and clips in water when taking shower. Technical service during analysis confirmed the no external power events on (B)(6) 2019 @ 10:16:06 & (B)(6) 2019 & 12:24:26. These appear to be due to the mpu ac power cord coming loose at the mpu or ac wall outlet. No further information was provided.

Manufacturer narrative:
Section patient information and operator information: correction. Section UDI and device information: additional information. Investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The provided log file contained 256 events spanning approximately 7 days ((B)(6) 2019 per timestamp). On (B)(6) 2019 at 10:16 and (B)(6) 2019 at 12:24, the no external power alarms activated due to the rsoc voltages on both power cables simultaneously dropping to 0v in approximately 3 seconds. The alarms cleared shortly after activating. The emergency backup battery (ebb) provided power to the system during these events. On (B)(6) 2019 between 12:00 and 17:00, multiple intermittent atypical power cable disconnect alarms activate due to black cable rsoc voltages rising above ~4v threshold for 14v lithium ion batteries. There were no other notable alarms active in the log file. The mobile power unit ((B)(4)) was not returned for analysis. Although not conclusively determined, the no external power alarms were related to a loss of ac power. The patient confirmed use of a vlock power cable for the mpu. The root cause of the no external power alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.